Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during use with a conventional balloon attached, the cs300 intra-aortic balloon pump began alarming "fiber optic sensor module failure" despite the balloon attached not being a fiber optic one. The iabp was switched with no patient effects. The iabp was labeled and sent to the biomedical engineering department. No patient injury, harm or adverse event was reported.